Manufacturer narrative:
(B)(4).

Event description:
At procedure there was liquid injected into the trocar in order to fill up the balloon ring. This did not functioning with 2 trocar (2 different lot) no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4).